Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for an unrelated reason, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.